Manufacturer narrative:
An event of incomplete closure of valve annulus after implantation was reported. The device was returned to abbott for analysis without solution. The investigation revealed that the leaflets were thin and severely dehydrated, immobile and shrunken in appearance. The returned state of the valve precluded further functional and hemodynamic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined. The dehydrated nature of the valve is likely due to the state in which the valve was returned, i.e. Without solution. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm stented procine, aor, epic was implanted in a patient. After implantation of valve leaflets, incomplete closure of valve annulus was noted. The device was explanted and an unknown epic valve was implanted. The patient is stable.